Event description:
Unit was hung per protocol with 55o ml to infuse. Thirty-three minutes later, a sound of dripping water was noted: then a gushing sound. Turned immediately and noticed a large volume of blood on the floor and coming from port of reservoir. Clamp was opened and port cap displaced. The clamp had been in locked position with port cap in place when unit hung.

Manufacturer narrative:
Device was leak tested upon return to zimmer osp and no leakage was detected. Appears to be contributed to user error if the clamp was not clamped and cap put into place.